Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿juvéderm® ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿after use, treatment syringes and needles may be potential biohazards. Handle and dispose of these items in accordance with accepted medical practice and applicable local, state, and federal requirements. ¿failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm® ultra plus xc injectable gel is supplied in individual treatment syringes with 27-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is opened or damaged.

Event description:
Healthcare professional reports event of "plunger come apart" during an injection with one syringe of juvéderm® ultra plus xc. Patient contact was made. No injury occurred. The packaged needle was used and was tightened by hand.

Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, 1 unused needle in an opened tray & pack. The punger rod is disconnected from empty syringe, the plunger tip is still insie at the finger grip level."

Event description:
Healthcare professional reports event of "plunger come apart" during an injection with one syringe of juvéderm® ultra plus xc. Patient contact was made. No injury occurred. The packaged needle was used and was tightened by hand.